Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "Called and she said that she was told by a co-worker who already spoke to sales rep to call in an incident on this unit. She said that the unit "stopped" on a pt in 2009 approx 630pm. She said that unit is sequestered because the pt expired. I asked her if it alarmed appropriately, she said she thinks it did."

Manufacturer narrative:
Following info concerning the evaluation of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep evaluated the device and was not able to reproduce the reported failure. The device was tested with a new pt circuit and with the one in use on the pt at the time of the failure. However, the one in use on the pt was missing several components that needed to be installed prior to the carefusion field service rep evaluation. Carefusion has sent multiple emails to the user facility seeking additional info concerning the reported event and pt death. As of the date of this report, there has been no response from the user facility.